Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that ten years following an intraocular lens (iol) implant procedure, a patient experienced visual impairment. The physician noted glistenings of the lens on examination. Additional information was requested.